Manufacturer narrative:
Film evaluation summary: the exact cause of the stent graft infolding a resulting proximal type I endoleak could not be determined from the films provided. The complete implant angiograms were not available for return. Review of pre-implant CT¿s revealed that the patient had a 60mm max diameter infrarenal aaa. The proximal neck was reverse conical-shaped, ranging from 29 ¿ 24 ¿ 23mm along the 40mm neck length. The neck also contained thrombus and was moderately angulated ~60 deg a-p. No final angiogram was seen on the returned images, and any endoleak assessment could not be performed. Post-implant CT¿s from 1 - 2 months both showed severe stent graft radial infolding along the entire length and postero-left side of the aortic body, and there was a resulting proximal type I endoleak. The amount of infolding extended to ~20mm inside the aortic body; essentially dividing up the aortic body into two (2) flow lumen channels. No suprarenal stent entanglement was observed. Two pairs of lumbar arteries also appeared to be filling the aaa. The stent graft limbs were essentially straight patent. Although no clear stent graft infolding was confirmed during implant, it is likely that the infolding occurred during stent graft implant. It appears that stent graft oversizing, implanting a 36mm bifurcate into a reverse conical-shaped neck that ranged from 29 ¿ 24mm in diameter, most likely contributed to the infolding and resulting proximal type I endoleak. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 58mm diameter abdominal aortic aneurysm on. The patient had an aortic neck of diameter 27-32mm and length 40mm. It was reported that ballooning was performed at the index procedure. It was reported that approximately two months later during patient follow up a CT scan identified a type ia endoleak. Further review of the CT scan revealed a large infold within the straight tube portion of the stent graft main body. Per the physician, the cause of the event is due to lack of proximal graft apposition due to the infold. No additional clinical sequelae were reported, and the patient will be monitored.